Manufacturer narrative:
Model number/catalog number: sc-2218-50, (B)(4), batch/lot number: 5086557, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by medical facility.

Event description:
A report was received that the patient had lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively.